Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation surgery, patient's vision was not as good as expected and she had epiretinal membrane more in the left eye that the right, had cystoid macular edema with vitreomacular traction. There are two medical device reports associated with this patient. This report is associated with the left eye.